Manufacturer narrative:
One medfusion pump was received with the bottom case cracked by the back plate positioning. The right plunger case was cracked and the bottom case lining seal was broken. The event history log was reviewed and the motor rate error was duplicated. The issue was caused by multiple components including the main board u29 which was not working as intended. The worm gear, leadscrew and clutch halves were found greasy, dirty and worn due to normal wear. The pump is over 7 years old. The issue was caused by average use and the pump being greasy. The defective parts were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.